Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3100 scissors broke at the shaft handle. This occurred during harvesting. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product may not be returning.